Event description:
It was reported, the patient had not recharged the ipg in over 4 months. The external devices would not communicate with the ipg. The sjm representative was to meet with the patient.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.